Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was not engaging was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had intermittent operation. The assignable root cause of these conditions was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during service and evaluation of the small battery drive device, it was determined that the device had intermittent operation, there was an unknown liquid and substance inside the device, corrosion on the motor, and the bearings and seals were worn. It was further determined that the device failed pretest for check for off/oscillation/on switch mode function. It was noted in the service order that the device was no longer engaging. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.